Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump carbohydrate ratio was inaccurate. Reportedly, the carbohydrate ratio was set incorrectly. Customer's blood glucose level was 172 mg/dl. The customer confirmed that the carbohydrate was successfully changed.